Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the seat is ripping where it attaches to the seat frame on the left side.